Event description:
During the device evaluation, the colonovideoscope exhibited foreign material in the device nozzle. There was no patient involvement, and no harm reported as a result of the event.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, foreign material was observed in the device nozzle. The foreign material was not identified, and a definitive root cause could not be determined, however, the issue was likely the result of the user deviating from the IFU device cleaning/reprocessing instructions. The event can be detected/prevented by following the device IFU sections below: cf-ez1500dl/I series operation manual chapter 3 preparation and inspection. Cf-ez1500dl/I series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted.